Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced hazy and blurry. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was +1, 21 d hyperopic miss by barrett. Additional information has been received and stated that the patient experienced blurry at distance and near. No patient harm was reported.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece, with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model 22.5 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company multifocal 23.25 diopter lens. The exchange for a 0.75 higher diopter difference may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).